Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-0, serial: (B)(4), batch: 17336950.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedances on the leads. It was also noted that the patients leads had a potential fracture. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.